Event description:
When nurses perform oral care for patients, the sponges of the green suction swabs fell off into patients' mouths. This event happened on the multiple days. Manufacturer response for oral care products, 24 hr, with hydrogen peroxide, oral suction (per site reporter): medline's product quality team did inspection on their suction swabs in the factory and added extra glue to the swab in the manufacturing process. They replaced our stock with new lots.